Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had reservoir issue on the insulin pump. The customer blood glucose level was unknown mg/dl. The customer was changing her mio set and the reservoir was not working, it was not letting the insulin through. The customer was advised to replace reservoir. The customer reservoir issue was resolved thru change reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.